Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 600 mg/dl. It was stated that the customer was experiencing unexplained high glucose for the past three days. Troubleshooting was performed. It was stated that the infusion set was changed to solve the issue. The programming time, and date were correct. Ran a fixed prime and high pressure test and they passed. It was stated that her doctor recommended having the insulin pump replaced. Advised the customer to revert to back up plan until the replacement of the insulin pump arrives. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.